Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient remained hospitalized after the pump implant surgery and passed away on (B)(6) 2022. The cause of the death was not provided.

Event description:
It was reported that the patient remained hospitalized after the pump implant surgery and developed right heart failure on (B)(6) 2022. The right heart failure was determined to be not device related. The patient was given nitric oxide and catecholamine. The central venous pressure was more than 18 mmhg, the cardiac index was less than 2.0 l/min/. The patient experienced peripheral edema. The patient passed away on (B)(6) 2022 due to right heart failure. The device was operating as intended at the time of death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and subsequent patient outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable fully intact. The modular cable was returned properly attached to the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed events consistent with the patient¿s expiration and termination of support. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop using the returned system controller and modular cable. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.